Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. The instrument was found to have damage of the conductor wire¿s insulation. There was no material missing as a result. The root cause of this failure is attributed to a component failure. Additional findings not reported by site: the instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was pulled out from the yaw pulley. As a result a portion of the conductor wire was exposed. Note, the exposed portion is intended to reside inside of the yaw pulley and is not insulated. No thermal damage was found. The instrument passed an electrical continuity test. The root cause of this failure is attributed to a component failure. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks are 0.064¿ - 0.270¿ in length and are/are not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. The root cause of this failure is attributed to mishandling/misuse. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: based on the photos, it looks like there may be some insulation damage but it¿s difficult to tell. The internal wire does not look exposed but the instrument would have to be returned to be certain. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot/serial# n10201207-0228) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial# sk2101. There were 2 uses remaining after this last usage. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a damaged wire. The procedure was completed with no reported injury using the same instrument. Intuitive surgical, inc. (Isi) followed up with the operating room leader and obtained the following additional information: the instrument was inspected after use during sterile reprocessing. There was no arcing or unintended energy discharge during the last use of the instrument. The last use of the instrument was (B)(6) 2022 at the procedure of prostate removal.